Manufacturer narrative:
The act button had no button response due to flattened keypad dome. No button error alarm noted during testing. The device had minor scratches on the lcd window, cracked case near display window corners. The rewind, basic occlusion, occlusion, prime, excessive no delivery alarm, and displacement tests were not performed due to keypad anomaly. No numbers were noted ramping up or scroll bar moving without input. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call, the insulin pump has been alarming button error for three days. The act, up and down buttons were sticking and the device keeps alarming. She didn't recall her blood glucose level or any significant events which may have caused the device to alarm. She did state she had experienced low blood glucose in the 40 mg/dl range, she ate something to treat. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis. She declined troubleshooting the insulin pump for low blood glucose.